Manufacturer narrative:
Expiration date. This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used during scope cleaning on (B)(6) 2020. According to the complainant, during the scope cleaning, the bristles were stuck on the button. The technician removed the bristles from the button by hand. Scope cleaning was completed using another hedgehog brush. There was no patient involvement with this event.